Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient was involved in a mva on (B)(6) 2012 and sustained a fracture at the left femur. A dhs plate and screws were implanted (B)(6) 2012. Patient felt pain on (B)(6) 2012 and x-ray showed that the dhs plate was broken. Patient was returned to or on (B)(6) 2012 plate and seven unbroken screws were removed.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.